Manufacturer narrative:
Date sample was returned is not found. Investigation date used for this field. The customer stated that the safety shield activation failed and the needle core was exposed as the end of the wing adaptor was withdrawn. The customer did return a sample to aid in the investigation. After reviewing the DHR, no abnormality was found. With the sample provided, the quality engineer was able to observe the failure mode indicated. With the sample examined, it was found that the v-clip is slightly deformed causing the product to not assemble correctly with its counterpart.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on a bd pegasus¿ safety closed IV catheter system failed to function properly, leaving the needle exposed. There was no report of injury or medical interventions.